Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, the lead data from the device memory was returned and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was further reported that the lead was capped and a new lead was implanted.

Event description:
It was reported that the patient called to report feeling nausea and lightheaded. The patient goes on to mention a scheduled lead operation. A follow up with the patient's healthcare provider yielded that the right ventricular (rv) lead has high thresholds and high impedance. The rv lead is scheduled to be revised. The patient has not reached out to the healthcare provider with any complaints of symptoms. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.